Event description:
Approximately one month after the original event in which a surgeon reported a mitek super quick anchor broke during a procedure, the surgeon mentioned to a depuy mitek sales representative, that the needle associated with the above event was unaccounted for and missing. The surgeon believes it may have been left in the patient's elbow. It is being reported the patient is not feeling any adverse effects.

Manufacturer narrative:
The product is reportedly being returned to mitek for evaluation, has not been received to date. The surgeon reported to the sales representative that he did have the patient return for "c-arm imagining in and effort to determine if the needle was in the patient's elbow." Reportedly the device could not be seen in the joint space. A batch record review has been conducted to determine if there any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Therefore, no other root-cause could be determined other than those. Although it is reported that there is no patient consequence, if the needle was not retrieved from the patient, it is possible the patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.